Event description:
It was reported, that a alloclassic stem was implanted on a unk date. The pt is experiencing pain. The pt can not lift the leg, requires assistance and have to lift the leg by hand. The leg started to hurt walking and doing any type of leg movement.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).